Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 61 x 129 mm saccular thoracic aortic aneurysm in zone 4. Diameter of non-aneurysmal proximal neck: 36mm, diameter of non-aneurysmal distal neck: 37mm. The 30-day post-procedure follow-up did not show any issues and the aneurysm was 59 mm in diameter. The 12-month post-procedure follow-up did not show any issues and the aneurysm was 55 mm in diameter. The 24-month post-procedure follow-up did not show any issues and the aneurysm was 48 mm in diameter. The 36-month post-procedure follow-up showed there was an endoleak. Approximately 13 months later, the aneurysm significantly enlarged to 70mm in its maximum diameter. Therefore, further treatment was recommended; however, the patient refused additional treatment due to age and procedure risks. No intervention was performed and the decision was made to monitor to the patient. The physician commented that the cause of the endoleak in this case is likely due to change in the patient¿s anatomy over time; however, the exact cause could not be determined. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4).